Event description:
Pt with a unicondylar knee implant developed an infection. Cause of infection is unk. Revision surgery is planned to exchange poly inserts.

Manufacturer narrative:
Pt with a unicondylar knee implant developed an infection. Cause of infection is unk. Revision surgery is planned to exchange poly inserts. Review of the device history record indicated that the device was manufactured to spec. All sterilization requirements were met.